Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 3x32 mm target lesion contained in a >=90 degree bend was located in a severely calcified and moderately tortuous left circumflex (lcx) artery. A 3.00x32mm promus element stent was selected to treat the lesion. The physician reported that the device could not cross the lesion because of the struts of stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the crimped stent found that the proximal edge of the stent was bunched up. No other damage was visible along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 3x32 mm target lesion contained in a >=90 degree bend was located in a severely calcified and moderately tortuous left circumflex (lcx) artery. A 3.00x32mm promus element stent was selected to treat the lesion. The physician reported that the device could not cross the lesion because of the struts of stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).